Event description:
It was reported that the programmer displayed message "loss of communication" when pacing with the analyzer during the case. The an alyzer was not fully seated in the programmer. It was determined that there was no issue with the analyzer, but it had backed out of the slot. The analyzer was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).